Event description:
The customer reported that while the unit was monitoring a hypoxic infant, the unit indicated consistent spo2 readings in the 100 range. An arterial blood gas was performed and the readings were in the 40 range. The patient was cyanotic so oxygen was then transferred to a neonatal intensive care unit at another hospital.